Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The analyst noted the guide wire insertion test failed. Using destructive analysis, blood obstruction was found at the distal end of the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the guidewire would not go down the left ventricular (lv) lead. Several guidewires were attempted; however, none would thread. No guidewire would go more than a couple centimeters into the pin. The lv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.